Event description:
Patient came to infusion center with leaking peripherally inserted central venous catheter (PICC) line that appeared to be broken. Line was sent to MFR - bard. Note: 01/20/07, bard responded to our inquiry: we have completed the evaluation on the above referenced product returned to us. We appreciate your allowing us to evaluate the product, and offer our sincere apologies for any difficulty or inconvenience that may have occurred for you or your facility. Bard access systems rec'd a report from your facility that the catheter broke, it was not cut. A d/l groshong nxt PICC was returned and evaluated in the bas product testing laboratory. The catheter was rec'd in three segments. There was a break in the d/l tubing at the distal end of the white bifurcation and a cut in the tubing between the 39 and 40 cm depth mark. The cross sections of the d/l tubing were microscopically examined. The break at the bifurcation exhibited a rough and jagged surface. The exact cause of the break is unknown. The cut near the 40 cm depth mark exhibited a glossy and striated surface, which is typical of a cut made with a sharp instrument. Examination of the device shows no evidence of material or manufacturing related defect.